Event description:
It was reported that shaft break occurred. The 90% stenosed, 15-17mmx3.0-3.5mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 3.00x16mm promus element drug-eluting stent was advanced for treatment. However, during the procedure, the stent delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable. It was further reported that during the procedure the shaft was only kinked and not broken as what was previously reported. The device was simply pulled out and completely removed. After removal, the device was broken.

Manufacturer narrative:
H6 device code corrected from break 1069 to material deformation 2976. Device evaluated by MFR.: a stent delivery system (sds) was returned for analysis without the manifold. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The crimped stent length was within maximum crimped stent length measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a kink located at 122.5cm proximal to distal tip. A break was noted in hypotube within the strain relief section measuring 146cm proximal to distal tip. The strain relief was also broken at this point and the manifold section proximal of the break site was not returned. A visual and tactile examination of shaft polymer extrusion found no issues. As the manifold was not returned, the device/type printed on the manifold could not be confirmed. Based on crimp stent length, stent diameter and the device appearance the returned device was consistent with a promus element,mr,ous 3.00x16mm. No other issues were identified during the product analysis. Device is a combination product.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The 90% stenosed, 15-17mmx3.0-3.5mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 3.00x16mm promus element drug-eluting stent was advanced for treatment. However, during the procedure, the stent delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.